Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device was found in a backup operation. The patient was arousable but sleepy. When the wand was placed over the device there was a notice, the device was in vvi back mode. It was determined that the time of the switch to vvi back up mode, was the precise time the patient had an MRI. The device was restored to previous settings. The patient was stable.